Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The malfunction could not be duplicated. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system's digital subtraction angiography was not working. No pt injury was reported.